Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #8120639. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the allergy syringe with bd precisionglide¿ permanently attached needle was found unsheathed in the sealed packaging before use. The following information was provided by the initial reporter: "pharmacist reported that the needle of one syringe was unshielded inside of the sealed bag. The needle came through the bag and stuck the tech on the finger while handling the bag. The tech was preparing to sell the syringes to a consumer. No medical attention needed, no injury."